Event description:
It was reported that the patient was syncopal at home and fell or passed out. It was also reported that their right ventricular (rv) lead had high thresholds an intermittent failure to capture. During the rv lead replacement, a new lead was attempted but not used as the helix would not extend. The physician attempted different locations on the septum and helix still would not extend. The lead was not used and another lead was successfully implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).